Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products. Ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to an impedance issue and noise oversensing exhibited by the right ventricular (rv) lead. The rv lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.